Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6), female, patient, who used super poligrip original denture adhesive cream ((B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip original denture adhesive cream. An unknown time later, the patient experienced anemia. This case was assessed as medically serious by gsk. Use of super poligrip original denture adhesive cream continued. At the time of reporting, the event was unresolved.